Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, two non-recoverable faults were generated by the system. Customer stated they were able to recover from the faults with system reboot and were able to continue the procedure as planned. At the time of call to technical support, a technical support engineer (tse) reviewed logs and confirmed communication errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed the procedure was completed robotically. Confirmed there was no delay with the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system generated two non-recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse ordered and brought fiber cables to the site based off technical support engineers (tse) recommendation. The fiber cables were exchanged and after further troubleshooting fse narrowed the issue down to universal surgical manipulator (usm) 2. The fse replaced the usm to resolve the issue or error code 1126. The system was tested and verified as ready for use. The usm was returned and analyzed. Failure analysis investigations was able to confirm and replicate the reported issue. The unit was tested on an in-house system and passed in normal mode; however, when tested on a pftp it failed the fiber test on the rolling loop. The rolling loop fiber was swapped out with a new one and the errors went away. The original rolling loop fiber was reconnected, and the errors returned. The rolling loop assembly will be replaced as a fix. The probable root cause is attributed to a component failure. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.